Event description:
The customer states that one patient sample generated an architect c8000 magnesium assay result of >7.8 mg/dl. The same sample generated a result of 2.5 mg/dl on another architect c8000 analyzer in the lab. The previous magnesium result on this patient was 3.1 mg/dl. The customer noted that controls on this analyzer fail 20% of the time and the assay has to be recalibrated at least once per week to bring controls back into specifications. No suspect results have been reported from the lab. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.